Event description:
It was reported that the ilet screen was cracked after being dropped and stepped on, rendering the touchscreen unresponsive and the device unusable; the device will be returned and the user will initiate therapy on a backup method until a replacement arrives. Symptoms included no injury to the user. Outcomes included temporary interruption of ilet therapy with continued cgm use via the dexcom app or receiver and planned return of the damaged unit. Investigation included remote troubleshooting and user education regarding shutdown, data sync options, delivery timeline, and the need to complete startup on the replacement device. Investigation of this case revealed physical damage to the display consistent with user-induced impact, resulting in loss of touch functionality. It was concluded, based on previously established findings for similar reports, that the cause was user handling damage.